Manufacturer narrative:
The manufacturer received information alleging a patient with a replacement dreamstation auto CPAP device had a thin lay of dark dirt or mold like substance on the breathing circuit and the patient had lung cancer surgery. The patient reports at thin layer of dark dirt appears on the device a week after cleaning. The patient reports they pass water through the breathing circuit daily and clean it weekly with a diluted detergent, but they are very concerned because they cannot check the inside of the device. The patient reportedly had been using the device for 44 months and they noticed this issue roughly six months to a year ago. The patient did not offer a response on if the issue might have been present two years ago. The patient reportedly underwent surgery for lung cancer in 2023 and continues to receive outpatient treatment. The dreamstation auto CPAP was returned for evaluation. No errors were found; therefore, no components were replaced to correct a malfunction. The reported thin layer of dark dirt or mold-like substance was not observed inside the device upon performing an inspection. The soundproofing foam has been corrected, and there was no black dirt and mold dirt confirmed inside the soundproofing foam.

Event description:
The manufacturer received information alleging a patient with a replacement dreamstation auto CPAP device had a thin lay of dark dirt or mold like substance on the breathing circuit and the patient had lung cancer surgery. The patient reports at thin layer of dark dirt appears on the device a week after cleaning. The patient reports they pass water through the breathing circuit daily and clean it weekly with a diluted detergent, but they are very concerned because they cannot check the inside of the device. The patient reportedly had been using the device for 44 months and they noticed this issue roughly six months to a year ago. The patient did not offer a response on if the issue might have been present two years ago. The patient reportedly underwent surgery for lung cancer in 2023 and continues to receive outpatient treatment. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.